Event description:
It was observed that during the device evaluation, the subject device exhibited the following issues: the coating of the cable was broken, watertightness was lost due to the coating peeling off the cable, water had invaded the ccd (charged coupled device), water invasion in the adapter, and cloudiness. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.